Manufacturer narrative:
Results of investigation: the suspect device was not able to return for investigation but a field service representative(fsr) evaluated the device onsite. The logfile review shows that technical failure alarms 388 - no o2 dosing possible and 271 o2 supply fail - no o2 dosing possible triggered. The root cause was determined due to software problem, most likely false-positive triggering of alarm 271 and 388 at o2 flow rates below 1 lpm only. This has been improved since software v6.0.1800.0 with a new alarm criterion avoiding the alarms from being triggered in such irrelevant situations. It was confirmed with customer that the alarm no longer appears after the software update to 6.0.19 and calibrations. The unit worked properly according to its specifications. Initiated CAPA I-ch-19-042 / CAPA-000000617 / scar sc-ch-20-002. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, field service technician on site updated software from version 12 to version 19. Performed o2 calibration and run an extended bench test. No alarms after 72 hours. Returning device into service. Photonics o2 calibration is deemed to be the source of the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 that he noticed fleeting 1 second alarm on ventilator. O2 concentration was not achieved. The patient just went on high fio2 70% 2 hours ago. Technical failure 388 - no 02 dosing possible. There was no patient harm reported associated with the event.